Event description:
User alleges one incident where dr experienced a problem with the catheter. Pictures were taken and it was observed that the catheter had knotted inside the pt. The pt was repositioned and they were still unable to retrieve the catheter. The catheter was surgically removed.

Manufacturer narrative:
Investigation: visual exam of the returned catheter confirms the hosp report of a knot at the end of the epidural catheter. A review of the mfg records could not be performed as the user facility did not record the lot number used. A review of the complaints database show no similar reports on this device component. The instructions for use has a warning: "injecting epidural catheters excessive distances in the epidural space may lead to complications that include unilateral block and potential for catheter knotting."